Event description:
During a remote follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were detected on the device and right atrial (ra) lead. No intervention has been performed. The patient was stable.